Manufacturer narrative:
(B)(4).

Event description:
It was reported that following pump implant patient was started on morphine; however it was stated that "patient was allergic to morphine and was prior trialed with dilaudid". Patient had hallucinations, became incontinent, and "almost comatose". On the date of this report, patient visited the healthcare provider (hcp) who then found morphine in the pump instead of dilaudid. The pump was turned off and hcp changed the pump meds next day (1mg/ml morphine started at 1mg/day dose was switched to 10mg/ml dilaudid at .5mg/day). The patient was now doing good and getting good pain relief.

Manufacturer narrative:
Catheter: model: 8780, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).